Event description:
Per the clinic, the device was explanted (date not reported) due to infection. It is unknown if the patient was reimplanted new device as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4). Device not received by manufacturer.